Event description:
Additional information received from a manufacturing representative reported the extension was replaced on (B)(6) 2015 due to a suspected short circuit with impedance values of less than 200 ohms and variations in impedance. The revision had been delayed due to the patient¿s and their health care provider¿s schedules. The entire system was replaced and there were no particular health hazards to the patient. The patient had been discharged from the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 748251, lot# nhu243249v, product type: extension. Product ID: 3389, product type: lead. (B)(4). Mfg. Site ID and device information was updated. Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Analysis of the extension found no significant anomaly. The body of the extension was cut through and the product was segmented. Analysis of the lead found the conductor on the proximal end of the lead was broken and the outer insulation of the lead body had breached esc. The #0 conductor was broken 1.6 cm from the proximal end near the #0 connector weld site. The lead had breached esc on the insulation 8.2 and 9.2 cm from the distal end.

Event description:
It was reported that lower impedances were measured. After implant, impedances were measured around 1,000 ohms. On the day of this report, impedances were measured to be 300 ohms and current had increased to 7 ma. The implantable neurostimulator (ins) was programmed to c+, 2-. The ins battery with the lower impedances was measured to be 2.8v. The patient¿s other ins was measured to be 2.9v. The ins was programmed to constant current mode at 4 ma in order to stabilize the current. The patient¿s symptoms had stabilized. Impedances were measured to be stable around 1,000 ohms in all combinations, but therapy impedances were around 200 ohms. The programming was adjusted to c+, 3- and impedances were measured again. Impedances were measured to be normal and the therapy impedances were around 200 ohms with a current of 6 ma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.